Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-4316 lot #: 16204856 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was no longer using the stimulator. It was also noted that the patients ipg was too shallow causing pain in the pocket site.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.